Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the procedure to implant this system during defibrillation threshold (dft) testing, the rhythm could not be converted. The patient went asystolic and cardiopulmonary resuscitation (CPR) and drugs were required to revive the patient. A lead revision was performed ten days later and the lead was positioned from proximal septum to apical with successful dft and conversion with the first shock. No additional adverse patient effects were reported.